Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the implantable cardiac monitor was unable to interrogate. It was noted that during the interrogation the patients position was changes multiple times. 3 different programmers were used and the patient was taken to different places to rule out electromagnetic interference. No further intervention was performed. The patient was in stable condition.